Event description:
(B)(4) study. It was reported that cardiac chest pain and myocarial infarction (mi) occurred. In (B)(6) 2009, the patient presented due to stable angina and was referred for cardiac catheterization. The target lesion was located in the mid right coronary artery (rca) with 80% stenosis, a length of 24 mm and reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of a 4.00 x 28 mm study stent with 0% residual stenosis. A non-target lesion was also treated during index procedure with the placement of a non-study 3.0 x 28 mm drug eluting stent to the distal rca and right posterior atrioventricular segment (r-pav). Subsequently, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient had cardiac chest pain. Cardiac enzyme elevation was consistent with protocol definition of mi with a peak troponin of 2.28ug/l, uln=0.04ug/l. The subject was hospitalized and underwent angiography without revascularization. The subject was recovering and the event was resolving at the time of this report.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).